Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2026, the patient reported being hospitalized with diabetic ketoacidosis (dka) after ¿experiencing connection issues and delays between their omnipod controller, pod, and sensor for a week prior. The patient reported experiencing dyspnea, vomiting, and increased urination. Ems transported the patient to the hospital and once there, the patient was treated with insulin, unspecified pain medication, potassium, and IV fluids. The patient was still hospitalized at the time of report (more than 24 hours). Attempts to reach the patient for further event clarification were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem, additional. H2: additional information. H6: type of investigation, additional. H6: investigation findings. H6: investigation conclusion.

Event description:
No product or data was provided for investigation. The allegation and the probable cause cannot be determined.